Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a flarehawk and linesider procedure, closure tops were stripping. It was very difficult to reinsert and reseat the rod and set screws due to the lack of available open instrumentation. These challenges extended the procedure by approximately two hours. Ultimately, the surgeon was able to seat the rod using significant force and by extending the incision and utilizing the mis counter-torque device. This is report one of two for this event.